Event description:
It was reported the patient received the following results within 15 minutes: hi mg/dl and 178 mg/dl.

Event description:
It was reported the patient received the following results within 15 minutes: hi mg/dl and 178 mg/dl.